Manufacturer narrative:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2015, removed and replaced on (B)(6) 2021 due to a hole in the tubing. Based on examination of the returned product, it was concluded that the confined abrasion mark noted on the shorter pump exhaust tubing indicated it may have kinked and abraded against itself while in-vivo. This positioning, in combination with device usage over time, may have resulted in sufficient stress(s) to cause a separation of the shorter pump exhaust tube tubing at the tubing/strain relief junction. A separation of this type may then allow the loss of fluid, rendering the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed burn-like mark and separation in the bladder of cylinder 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was a hole in the tubing. The device was removed and replaced.